Event description:
It was reported that the patient experienced multiple syncopes a few days after implant in bipolar lead configuration. The right ventricular (rv) lead recorded an increase in pacing threshold and the lead configuration was reprogrammed to unipolar. Technical services (ts) reviewed the episode and discussed it shows myopotential oversensing and the physician mentioned that the system position has not changed according to the x-ray. The noise in the episode could not be reproduced through isometrics and even though it morphologically appears like myopotentials, the physician decided to revise the lead, however, no further information has been received regarding the revision procedure, additional information was requested. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced multiple syncopes a few days after implant in bipolar lead configuration. The right ventricular (rv) lead recorded an increase in pacing threshold and the lead configuration was reprogrammed to unipolar. Technical services (ts) reviewed the episode and discussed it shows myopotential oversensing and the physician mentioned that the system position has not changed according to the x-ray. The noise in the episode could not be reproduced through isometrics and even though it morphologically appears like myopotentials, the physician decided to revise the lead, however, no further information has been received regarding the revision procedure. Additional information was received. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.